Event description:
It was reported to resmed that an astral device failed to power on and constantly alarmed. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection revealed contamination within the device. The main circuit board and top case were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power on and was constantly alarming. There was no patient harm or serious injury reported as a result of this incident.